Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump failed battery fallout testing.

Event description:
Additional information received: issue found during testing? No patient incident.

Manufacturer narrative:
Device evaluation: one device was returned and visual inspection revealed smiths tampered seal label was missing, housing intact. Upon inspection, the problem was not duplicated. Performed battery fall out test and found to be within the pump manufacturing specifications. The upstream sensor will be recalibrated as a preventive measure.